Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and denied response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. In addition, endologix received one (1) afx ba22-90/i16-30 bifurcated stent graft that was explanted for evaluation. The evaluation results for the received device supported the reported type iiib endoleak. The minor damage to the bifurcated stent graft is likely caused by the explant procedure. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014.

Event description:
This report is only for the bifurcated stent graft. Reference MFR. Report # 2031527-2018-00979 for the reported to the proximal extension (suprarenal aortic extension).

Manufacturer narrative:
The explanted devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
Additional information received for a previously reported event (2031527-2018-00979) indicating that the fabric of the afx main body (bifurcated stent graft) had a circular rupture (type iiib endoleak). This report is only for the main body. Please refer to the previously reported event, if needed, for additional information.